Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that after addition of sterile saline and drug, compounder noticed the bladder started to leak within the cassette. There was no patient involvement, and no harm/adverse event was reported.

Manufacturer narrative:
D9: 23-july-2024. H3: one (1) sample was received. The sample was received in used conditions, decontaminated, without its original packaging and inside in a plastic bag. On the sample unit, no damage, scuffs, pinch marks, cracks, crazing, cuts, was observed. Functional testing observed no leak in the sample received. The failure mode ¿leaking¿ was not confirmed in the device received. There is no non-conformance or deviation related to the failure reported in the device history record for finish good and component associated.